Manufacturer narrative:
The investigation found the noise from the waste pump for the waste water equipment at the customer site affected the cobas pro ise module via the waste tube and the wastewater piping. The investigation did not identify a product problem.

Manufacturer narrative:
The customer had additional patient samples with discrepant results. Sample 1 initial sodium result was 140.3 mmol/l and the repeat result was 148.4 mmol/l with a data flag. Sample 2 initial sodium result was 138.9 mmol/l and the repeat result was 132.6 mmol/l with a data flag. Sample 3 initial sodium result was 116.1 mmol/l with a data flag and the repeat result was 122.9 mmol/l with a data flag. The investigation is ongoing.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Sample 1 initial result was 148.1 mmol/l and the repeat result was 138.1 mmol/l. Sample 2 initial result was 130.4 mmol/l with a data flag and the repeat result was 142.6 mmol/l.